Event description:
It was reported that the pt had a volume discrepancy greater than 25% with more volume in the pump than expected. The expected reservoir volume was not reported, the actual reservoir volume was 18 ml. The pt experienced a lack of effect. No diagnostic studies had been performed and it was unk if the programming was correct. No alarms were noted. The hcp believed that the pt's pump was malfunctioning. The pt's pump was replaced. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.